Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The k-wire was not available for evaluation as it was discarded by the hospital. It's possible contributing factors of the breakage could be variations in wire insertion angle, tap trajectory, and screw insertion trajectory. However, the exact cause of the reported issue cannot be determined.

Event description:
It was reported that the tip of the k-wire broke off in the patient's vertebral body when attempting to remove the k-wire.